Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafilter u9000 leaked during hemodialysis therapy. The filter was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the filter water connector was cracked at the point where it transitions to the housing. A stress mark to the edge of the welded plug was also found on the cracked water connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the filter housing damage was determined to be related to shock applied to the product during shipping, transport, and/or improper handling. Should additional relevant information become available, a supplemental report will be submitted.